Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented diaphragm stimulation and an isolated stored signal artifact monitoring (sam) episode. Upon review, the daily amplitude and impedance measurements from the left ventricular (lv) lead were program off. The technical services (ts) noted on trend that the lv impedance had been high out of range since implant. Additionally, the patient does not have a right atrial (ra) lead and there were two sam episodes the day of implant. The minute ventilation (mv) feature was programmed back on, and the system remains in service. No adverse patient effects were reported.